Event description:
It is reported that a (B)(6) male pt received a metasul head on his right hip and underwent revision surgery because of pain due to loosening.

Manufacturer narrative:
The MFR did not receive the devices for review. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should add'l info become available and the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. There is no need for further corrective measures at this point in use. Zimmer (B)(4) considers this case as closed. (B)(4).